Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The inner packaging of the implant was damaged, had to flash implant before it could be implanted. Surgery was extended.